Manufacturer narrative:
Customer complaint #(B)(4) for a nuvo vistor ms led dual light system (model: nvsd2d2 / s/n: (B)(4)) was received and sent to engineering for failure analysis. The customer claims that light was being repositioned when the light head fell from the spring arm being caught/suspended by the electrical wiring. The initial review was that the yoke ((B)(4)) failed where it attaches to the light head. The yoke was visually inspected under a 30x magnification and then cut into sections to inspect for porosity. Other than the failure of the yoke, no anomalies were found. The analysis began with the inspection of the cut sections. The material was null of voids indicating that there was no porosity or material breakdown. The material also looked consistent in color with vigin raw aluminum material and no contamination was observed. Several "flat spots" were observed on the cured-linear surface of the yoke which we believe may have been impact points resulting from a collision with a stationary object. However, there were no fractures observed to support this circumstance. Our findings on what caused the yoke to fail are inconclusive and we cannot definitively identify the exact cause of the failure. We speculate that the failure could be the result of the multiple impacts that produced the flat-spots on the yoke surface because of the close proximity to the failure point. Given the force needed to distort the aluminum yoke surface, it is viable that this could have created an internal mico-fracture which continued to increase until it failed.

Event description:
On december 23rd, it was reported to medical illumination that the yoke had broken at the light head interface. There were no injuries.